Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances noted on the left lead. X ray revealed no kinks or lead migration. The physician was suspecting a micro fracture on the lead. The patient will undergo a lead revision procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances noted on the left lead. X ray revealed no kinks or lead migration. The physician was suspecting a micro fracture on the lead. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by facility.